Manufacturer narrative:
Upon review of the case and reported malfunction, it is noted that the initial complaint code was incorrect and an MDR should not have been filed for this complaint record. The initial complaint code is being changed from "2fri14: flow rate issue - infused slower than expected but flow rate accuracy is unknown" to "2key3: keypad- unresponsive key(s)" in order to more accurately fit the reported issue on the complaint. Which this code makes it a non-reportable event.

Manufacturer narrative:
Device return requested. There are no previous complaints on this device. The complaint will be reopened and updated in the event the device involved or additional information becomes available. A follow-up MDR will be submitted in the event additional information becomes available. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint (B)(4).

Event description:
On 07/22/2024, znyo medical received a report from the customer that the device would not allow change of rate. No report patient was involved.